Event description:
The customer reported obtaining erratic patient results for sodium (na), potassium (k) and chloride (cl) on their au680 clinical chemistry analyzer. The customer repeated the patient samples on a non-beckman analyzer and results were lower. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for 10 patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found the mix motor malfunctioned. The fse replaced the mix motor to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Section e1: (B)(6). Beckman coulter internal identifier is (B)(4).